Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that CT imaging demonstrated that the vena cava filter legs allegedly perforated the caval wall. It was further alleged that a detached leg was identified in the atrium. The patient status was unknown. No further information was provided.

Manufacturer narrative:
Manufacturing review: the lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for detachment and filter limb perforation. Based upon the available information, the definitive root cause was unknown. Labeling review: g2/g2 express/g2x/ eclipse: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that CT imaging demonstrated that the vena cava filter legs allegedly perforated the caval wall. It was further alleged that a detached leg was identified in the atrium. Reportedly, the vena cava filter was surgically removed approximately one week post date of awareness. The patient status was unknown.